Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient requested an audio processor (ap) upgrade. No external component has been used for over four years, so it was decided to perform an integrity test before the upgrade. In situ testing showed affected channels. Reportedly, the recipient had a severe blow to the head, however, not on the implant area. Further proceedings are unknown.

Event description:
The recipient requested an audio processor (ap) upgrade. No external component has been used for over four years, so it was decided to perform an integrity test before the upgrade. In situ testing showed affected channels. Reportedly, the recipient had a severe blow to the head, however, not on the implant area. Re-implantation is considered.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.